Event description:
Catheters are difficult to insert. Various problems have been reported: fraying, accordining and splitting. This was serious enough to cause rptr's facility to switch to another product, but short availability due to product demand and recalls has caused rptr to receive this device again. The same problems have arisen.